Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 around 7:00 pm, the patient´s child called the patient and noticed that her voice was weak and that she was not feeling well. The patient´s child asked about the cgm readings and the patient told that the cgm was reading 168 mg/dl, the child advised the patient to perform a blood glucose reading but before the patient was able to do the fingerstick because she lost consciousness and hit the floor. The patient´s child immediately called 911. The paramedics arrived at the patient´s home and took a blood glucose reading which was 28 mg/dl. The patient was treated with IV fluids, dextrose and orange juice to increase the blood glucose and they stopped the insulin pump and the sensor session. Due to the fall becoming unconscious, the patient hit her hip, scraped her elbow and had a knot on her head. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.